Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "the inner needle cannot be pulled out. Used on a patient and no patient harm. The product has been discarded and needs to be replaced with a new set." No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "the inner needle cannot be pulled out. Used on a patient and no patient harm. The product has been discarded and needs to be replaced with a new set." No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The IFU provided with this kit states, "stabilize needle set hub, disconnect ez-io power driver, and remove stylet." The certificate of compliance (part of DHR) certifies that the aforementioned lot meets the viant upland quality system requirements and specifications. This product has been manufactured and controlled by viant upland in accordance with the FDA qsr and iso13485:2016. A review of the potential certificate of compliances found that the needle set passed all the release criteria. The device was released in 02/2023 and is approximately 1.3 years old. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.